Event description:
The manufacturer received information alleging a ventilation inoperative condition had occurred on the device's error log for a bipap a30 silver series device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the bipap a30 silver series device at third-party service center, the third-party service technician was not able to extract the device's error log for further evaluation and was not able to determine the cause of this issue on the device. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.